Event description:
Customer reported their back to back testing results (obtrained within 10 min on their ot basic meter) were 178, 125, and 135 (21% difference). No symptoms were reported. The meter was replaced. There was no allegation of harm.